Event description:
It was reported that a patient experienced an adverse reaction after calm-it desensitizer was used during routine prophylaxis. The patient experienced numbness and swelling of the lips and face and was referred to a physician and allergist for treatment. The physician administered a steroid injection, and the patient was tested for allergies against materials contained in calm-it. There is no mention of the allergist report, but the patient reported that they had fully recovered from the incident.

Manufacturer narrative:
While it is unknown if the calm-it used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.